Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump after multiple malfunctions were verified. Reportedly, the customer continued to use current pump for insulin therapy.